Event description:
It was reported that the screen was pixelated, and the continuous glucose monitor (cgm) frequently disconnected. No information was provided regarding an adverse impact or outcome related to the customer's blood glucose level. No additional information was received regarding corrective actions taken by the customer or technical support.